Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the bile duct. A spybite was then used to retrieve biopsy samples. When the spybite was removed a piece of a metal from the spyscope ds could be seen on the screen. The spybite was checked outside the patient and was intact. There was no issue with the spybite. At this time, the spy portion of the procedure was completed, and the spyscope ds was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the catheter was kinked and buckled at the distal end. The working channel sleeve extended slightly from the distal cap when received. The distal tip would articulate without issue. A spybite device was passed through the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter, approximately 3 inches, was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the bile duct. A spybite was then used to retrieve biopsy samples. When the spybite was removed a piece of a metal from the spyscope ds could be seen on the screen. The spybite was checked outside the patient and was intact. There was no issues with the spybite. At this time, the spy portion of the procedure was completed, and the spyscope ds was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.